Event description:
The reporter stated that the surgeon was using a 17.5 diopter three piece silicone lens in a aq cartridge-fp and the lens wouldn't travel well upon advancing in the cartridge. The surgeon thought it was due to the cartridge.

Manufacturer narrative:
The product pertaining to this claim was not returned, however, the lens was received and a visual inspection shows a small piece of the optic is torn off and is missing. There is clear surgical residue on the lens. It should be noted that the injector was not returned for evaluation.